Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door not fully latched alarms, which were reproduced. The messages were found to be caused by a cracked threaded insert boss, raised threaded inserts, and loose hardware resulting in separation between the front case and mechanical assembly. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.